Event description:
It was reported by the patient's neurologist that the patient recently had an increase in seizures. System diagnostic and normal mode diagnostic test were performed and results were within normal limits. The patient's settings were also provided. The physician indicated that he was unsure of the cause but stated that he does not suspect a device malfunction. The physician indicated that the patient was a new patient, and that he was not familiar with the patient's history so he was not able to provide much information at that time. He indicated that he would have to speak with the patient more before deciding if any medical intervention will be taken due to the increase.

Event description:
An implant card was received on (B)(6) 2012. The patient had generator revision on (B)(6) 2012. Attempts for product information were performed, however the generator was discarded.

Event description:
Additional information was received in (B)(6) 2012, indicating that the patient was continuing to have an increase in his seizures. Per the physician's office there did not seem to be any correlation between the increase and any medication changes so the physician suspected the vns. Clinic notes were also received for this patient. The notes were dated (B)(6) 2012, it was indicated and indicated that the increase in seizures had occurred over the last few months with 3-4 seizures per month noted starting 4 months prior to the (B)(6) note ((B)(6) 2011). However in (B)(6), the patient had 6 seizures. The physician stated that the increase was likely related to battery depletion. It was mentioned in the notes dated (B)(6) 2012, that the system appeared to be malfunctioning, however from the diagnostics provided by the physician on that date, the system was functioning as intended. It was also noted that the patient was not feeling stimulation on (B)(6) 2012 and the physician also attributed this to battery depletion. The patient has since been referred for revision. Revision is likely but has not occurred to date.

Manufacturer narrative:
.